Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the green sureform 45 reload during this reported event for failure analysis investigations. The stapler logs show a sureform 45 curved-tip stapler instrument was installed on the system 1 time and fired 1 green reload. On the only install, the system failed to detect the reload color and the user manually selected the green reload, via the surgeon side console (ssc) touchpad. The first clamp was successful. The firing was then completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument in the logs. There did not seem to be any errors related to this instrument in the logs.

Event description:
It was reported that during a da vinci-assisted thoracic wedge to completion lobectomy procedure, the sureform 45 curved-tip stapler instrument had a tissue pushout incident on lung tissue with a green sureform 45 reload. Intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information. The blade of the green sureform 45 reload was exposed but did not cut any tissue. However, the stapler instrument had a complete compression cycle and when the staples were being fired, they came out straight with no bend. The csr reported that for the tissue pushout event, the surgeon did not receive a "tissue too thick" or any message from the generator, no tissue bunching or tension, prior staples, or any other surgical tools in the line of fire. Buttress material was not used. The surgeon reports this event did not directly affect the patient or the outcome. Isi has attempted to obtain additional information from the surgeon of this procedure; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
The logs for firing of the green sureform 45 curved tip reload show the firing was completed, indicating the peak firing torque did not exceed the maximum torque limit. Visual inspection shows all pushers deployed and the shuttle traveled all the way to the distal end. Knife was confirmed to be above the surface of the cartridge and exposed. Reload was disassembled for further inspection and indentations were observed on the cartridge surface around the knife stopping position. Knife appeared to be slightly dislodged from the knife seat and was observed to be at an angle when viewed from below. Biodebris was caught between the blade and where it rests in the shuttle. Reload was disassembled for further inspection of internal components. The knife cutting edge was observed to have severe damage, indicative of firing across an obstruction, such as a previous staple line. No damage to the shuttle was observed. Damage suggests increased resistance during the firing, leading to a severely damaged blade, which may have led to poor cutting or staple line issues.

Event description:
Refer to h10/h11 for follow-up information.